Event description:
It was reported that the vertical column of the 9900 system has difficulty (hesitation) with its downward motion. System was still being used, but presented positioning problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.